Event description:
Reporter noted vacuum limit was adjusted while trying to capture nuclear plate, and capsule came up rapidly to meet tip. Posterior capsule tear occurred. Vitreous face remained intact, no intervention required. Iol implanted.